Manufacturer narrative:
Product is an instrument and not implantable. Eval is pending upon completed investigation of the product.

Event description:
On an unk date, a male pt of muscular build and hard bone in his (B)(6) underwent fusion surgery on l5-s1 for degenerative disc disease. The pt suffered from pain due to nerve impingement and a laminectomy with decompression was performed. Revision surgery was performed on (B)(6) 2010, to extend the construct to l2 with the original part of the construct being removed. The surgeon wanted to replace the former construct screw at s1 with a larger screw and as he was doing so, he noted that the sequoia modular driver was not seating well on the screw. Upon further inspection, there was a crack on the metal tip of the modular driver. There was minimal surgical delay and the surgeon was able to complete the case as indicated. This malfunction has been associated with an adverse event in the past.